Manufacturer narrative:
The technician replaced the high low cylinder and the head high low up/down and c.p.r. Valves but the issue remained. He replaced the hydraulic manifold assembly to repair the bed.

Event description:
Information received indicates the head high low cylinder drifts down slowly over night.